Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the atrial lead had dislodged in 2011. The device was programmed to vvi pacing. The patient would continue to be monitored. On (B)(6) 2018 the device was capped and replaced. No additional information was reported.

Manufacturer narrative:
This correction is to correct the previously submitted UDI.